Event description:
A malfunction was reported with the pump, identified by the caller as displaying malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information and helping with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.